Event description:
Additional information received identified the patient's scs ipg was explanted and replaced. Stimulation was restored with the surgical intervention.

Manufacturer narrative:
(B)(4). Correction number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
It was reported the patient is no longer able to establish communication between his scs ipg and external devices (2501 comm error message from patient programmer) after not charging for at least 6 weeks. As a result, surgical intervention will be taken at a later date to address the issue.